Event description:
It was reported that a patient experienced a stable sinus rhythm with a prolonged qt interval, syncope, fall, hypotension and small pleural effusions. A farawave 2.0 was selected for use for a ablation (index) procedure. Post-procedural electrocardiography revealed a stable sinus rhythm with a prolonged qt interval, most likely due to the pre-procedural administration of amiodarone. The diagnostic testing revealed that, lvef 57%, stage ii diastolic dysfunction, severe mitral regurgitation, globally reduced right ventricular function, elevated spap at 92 mmhg; signs of chronic right-sided heart strain; la and ra severely dilated; no pericardial effusion. Also, syncope occurring again shortly after discharge, as well as hypotension measured prior to admission, with a blood pressure of 60/40 mmhg. On arrival at the hospital, blood pressure was 90/60 mmhg. Syncope followed by a fall, most likely of orthostatic origin following standing up. More testing was done, chest x-ray, mild pulmonary venous congestion, small pleural effusions on the left. Main trunk sclerosed, lad 50% proximal stenosis, rcx 40-50% medial stenosis, rca occlusion in the middle third: three-vessel disease. Right heart catheterization: pulmonary hypertension is most likely primary. The patient admission date was (B)(6) 2026 and discharge date : (B)(6) 2026.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.